Event description:
It was reported that a pt would be referred for lead revision surgery because the lead was poking the pt in the neck. The pt had the lead repositioned and no devices were replaced. Good faith attempts to obtain additional info including whether or not the lead was repositioned to preclude a serious injury and product info have been unsuccessful to date.